Event description:
It was reported that the patient was having pain at the implant site. The device was found to have migrated a little. Due to the patient's increasing pain and discomfort, the physician explanted the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.